Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured. A implantable cardiac monitor was implanted to assess the patient¿s need for a new pacemaker. The lead remains in use. No patient complications have been reported as a result of this event.